Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the liner would not lock into the cup during surgery. An alternate liner was used.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Scratches and dings were noted on the rim of the liner which likely may have occurred during the insertion and removal of the liner. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.